Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6).a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the customer did the fault detection himself and purchased the parts for the cs300 intra-aortic balloon pump (iabp). The field service technician went to the device, and saw that the device had an auto fill fault. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, corrected fields: h6 (investigation findings, component codes).

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) arrived on site and observed device gave an autofill fault. The safety disk, drive manifold, fiber optic sensor assembly kit parts purchased by the customer were removed from their boxes and assembled on the device. The 5000 hour maintenance kit purchased by the customer was applied to the device. It was determined that the batteries of the device had reached the end of their service life. The batteries (d146-00-0039) replaced with new ones. The device was tested with a trainer and test catheter. The device was delivered in working condition.